Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h3, h6. Corrected fields: a1, d9, e2, e3, g2 (added selection), h6 problem code (2896 - communication or transmission problem should not be selected on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. During on site observation, an olympus endoscopy support specialist (ess) confirmed the user facilities staff was not aware they needed to also use the bw-400b cleaning brush to brush the balloon channel on the scope after brushing the instrument/suction channel on the scope. To resolve the issue, the ess trained the user facility staff on proper reprocessing methods. Based on the results of the investigation, it was presumed that the product was not properly reprocessed because the reprocessing procedures at the facility were different from those in the instructions. However, a definitive root cause could not identified. According to the instruction manual, the reprocessing methods are described in the following chapters. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope channels were brushed incorrectly when reprocessing the scope. There were no reports of patient harm.